Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. It is unknown if the delivery system is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery. A 4.0 x 23mm xience xpedition stent was deployed at the lesion. The distal end of the catheter (balloon section) then separated into two pieces and became lodged at the lesion. A snare device was used to retrieve the broken part of the device. The patient was stable. The physician stated that normal pressure was used. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment of a device component was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported detachment of a device component and device operates differently than expected (noise). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR the following information was received: the lesion was located in a non-tortuous mid right coronary artery that was 80% stenosed. No resistance was noted during advancement or withdrawal of the device but a click was felt during advancement. No additional information was provided.